Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a patient that was a part of the (B)(6) study being conducted by cook, inc. Had an endovascular procedure placement of an aortic graft using the stent to preserve the renal artery. On follow up renal stent compression was noted. A secondary intervention (balloon angioplasty) was performed to treat moderate stenosis of the left renal stent origin.